Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the alarm date had passed and the patient needed help to get their pump refilled with medication. No patient symptom was reported. The following additional information has been requested which was not available at the time of this report: onset/date of event, symptoms experienced, troubleshooting/diagnostic test performed including results, cause of event, actions taken to resolve the issue, and outcome. If additional information is received, a follow-up report will be submitted.